Event description:
During testing at the user facility, it was noted that the device distal pressure sensor pin was broken. Prior to testing, the device was returned to the biomedical dept for an unspecified reason. No info was provided; therefore, specific pt info, device programming, or event details were not available. The customer contact reported during testing the device did not pass the distal occlusion test by alarming out of range. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing it was found that the device distal pressure sensor pin was broken. As indicated, the device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.